Event description:
On 12/29, atrial lead was noted to have increased impedance to 1900 ohms & suspected fracture of atrial lead. Showed end of life characteristics of pacemaker. 1/2 replaced. Had fracture of ventricular lead with end of life-pacemaker.